Manufacturer narrative:
(B)(4). S/w ver 6.7v, retainer = black. Customer returned pump for alleged loss of communication with a transmitter and a accu-check bg meter found on (B)(6) 2022. The pump passed the self test and the displacement test. The pump history and trace files were successfully downloaded using thump. The pump was paired with a guardian link 3 (gl3) transmitter and test plug. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was also paired with an accu-check guide link test glucose meter and completed a data transfer without any errors. The pump was monitored for 24 hours and with no lost connection, pump to transmitter communications errors, or pump to meter communication errors. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, serial number label peeling, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Communication and connection (lost connection) errors with a accu-check bg meter and a transmitter anomalies are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.